Event description:
The pt underwent a fusion in (B)(6) 2018. She developed increased pain and signs of pseudoarthrosis. The surgeon obtained imaging which suggested a screw fracture at the sacral one region. She was taken to surgery for exploration. The screw at the sacral one region on the right side was fractured at the base of the screw head with the tip of the screw left in the sacrum. The surgeon explored the screw before attempting to remove it, but because the tip was embedded in the sacrum, he left that in place and put in a new screw lateral to that using a screw from a different MFR. This was done under guidance from fluoroscopy. FDA safety report ID# (B)(4).